Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported by the patient's mom that he had high blood glucose event that led him to be admitted at the hospital on (B)(6) 2024, at 13:00 pm. The patient's blood glucose level was 9.8 mmol/l upon admission, and they stayed in the hospital for one days. The symptoms were reported as unwell and weak. Also, tested positive for ketone level (9.0 mmol). He experienced diabetic ketoacidosis because of ketones. For the treatment of high blood glucose patient received fluid and insulin. No further information was available.